Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 38 x 3.00mm promus premier select stent was advanced to treat the target lesion. While attempting to cross the lesion it was noted that the stent struts bent. The procedure was completed with another of the same device and no patient complications were reported. P select ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid-section of stent damaged with stent struts lifted and pulled distally. The most proximal stent strut row was also damaged with stent struts flared outwards. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.